Manufacturer narrative:
(B)(4). Medical product - oxf anat brg lt lg size 3 PMA ,item 159554, lot 086850. Therapy date - (B)(6) 2018. Medical product - oxf twin-peg cmntd fem lg PMA , item 161470, lot 329920. Therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01208 and 3002806535-2018-01209.

Event description:
Revision due to unknown reason.

Event description:
Knee revision due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.